Event description:
It was reported that the "patients¿ right eye lid and lower lid filled with saline. This occurred during the irrigation procedure of the right maxillary sinus ballooning. Post surgery investigation revealed through the medtronic stealth navigation system a possible dehiscence that did not show up very well in CT scans. Surgery was ended and patient was woken up to confirm vision status, for safety reasons." It was subsequently reported that there was no error of the product, but a reaction the patient had during the irrigation process." Additionally, the product was thrown away.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information/b5 narrative: the doctor reported that the patient recovered fully and experienced no vision issues. Evaluation of the relieva spinplus, 5x16mm, 3 guide (rsp0516mfsz) used during the reported event was not performed, as the ent consultant stated the product was thrown out. Additionally, no product malfunction or defect was reported. The provided information suggests that the cause of the right eye lid and lower lid filling with saline was due to the presence of a bony dehiscence. According to the spinplus instructions for use (IFU), the following warning is stated: "to prevent inadvertent fluid extravasation, such as into the orbit, do not irrigate in the presence of a bony dehiscence or defect in any sinus wall." The irrigation was performed despite the presence of the bony dehiscence.